Event description:
It was reported that a patient death occurred. The target lesion was located in the left anterior descending artery (lad). A guide catheter was advanced distal to the target lesion, and a balloon was advanced to predilate the lesion. A 2.25 x 32 stent device was advanced and inflated at 18 bar, and deployed at the distal medium lad with a good result. Upstream predilation was performed with a 2.25 x 15mm balloon. Following predilation, a 2.25 x 32 synergy stent was deployed, overlapping the previously placed stent. It was noted that the result was good. However, it was impossible to remove the balloon, and despite various traction maneuvers, it remained attached to a strut of the stent. The catheter was removed from the balloon, but the balloon remained detached from it, within the artery, facing the deployed stent. Different maneuvers were attempted to try to bypass the balloon by using several guides without success. Thrombosis of the lad was noted beyond the first stent, with very slow flow. Discreet electric modification, stable hemodynamics, and no rhythmic complications were noted. From an ultrasound point of view, well marked anterior hypokinesia in relation to the suffering in the lad territory was noted. After 45 minutes of unsuccessful maneuvers, an emergency surgical revascularization was performed to recover the territory of the lad. The patient was noted to have passed away after 48 hours.